Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Prostyle device was used in external iliac artery. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effects and treatments appears to be related to circumstances of the procedure. The patient effects of occlusion, ischemia and death are listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: date estimated. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 1494 - incorrect anatomy.

Event description:
User facility medwatch report received that states: "patient had tevar (thoracic endovascular aortic repair) procedure done for saccular aneurysm of aortic arch unruptured. After procedure surgeon utilized abbot per close device. On (B)(6) 2025 cva shows lefty external iliac artery occlusion secondary to perclose. Required emergent open repair for acute limb ischemia due to failure of perclose device." Additional information: it was reported that the patient was hospitalized and later died. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.